Manufacturer narrative:
Additional MDR's associated with this event: 3025141-2017-00080: stem and 3025141-2017-00082: head.

Event description:
The head/neck assembly of the arh slide-loc radial head implant dissociated from the stem post operatively. The product has not been explanted.